Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. Reportedly, there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded. There was no damage found to the returned battery cap. The battery compartment was found to have visible corrosion and was cracked from the threads to the case seal. The battery cap was able to be carefully secured to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The battery cap contact height and width measurements were found to be within the required specifications. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed and no evidence of internal moisture was found on the printed circuit board or internal components. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button was torn. The audio bolus button responded appropriately to button presses despite the damage to the button cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.